Event description:
Litigation alleges that the patient suffers from pain, discomfort, fatigue, swelling, and difficulting standing and walking, additional medical care and monitoring, and other related physical and emotional stress.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain, discomfort, fatigue, swelling, and difficult standing and walking, additional medical care and monitoring, and other related physical and emotional stress. (B)(4)

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.